Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("prolonged menstruation / abnormally heavy menstrual bleeding/menorrhagia"), genital haemorrhage ("abnormal bleeding") and seizure ("seizures") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rash and vaginal delivery. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("vaginal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection: urinary tract infection"), migraine ("migraines /headaches"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping, even when not menstruating"), back pain ("severe, lower back pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), depression ("psychological /psychiatric: depression"), anxiety ("psychological /psychiatric : anxiety") and uterine pain ("uterine pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation in dec2014 and total hysterectomy + bilateral salpingo-oophorectomy in (B)(6) 2016). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, dysmenorrhoea and vaginal haemorrhage was resolving and the seizure, back pain, menstrual disorder, dysgeusia, dyspareunia, alopecia, fatigue, bladder disorder, urinary tract disorder, urinary tract infection, migraine, headache, nausea, allergy to metals, depression, anxiety and uterine pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: essure placed on each side, with one coil seen. Hsg test (B)(6) 2014 (per pfs). On (B)(6) 2014, plaintiff underwent an endometrial ablation. Despite having an endometrial ablation, mrs. (B)(6) symptoms persisted. In (B)(6) 2016, plaintiff underwent a total hysterectomy with bilateral salpingo-oophorectomy, during which her cervix, uterus, both fallopian tubes, and both ovaries were all removed. Since removal surgery, her symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events abnormal bleeding, vaginal bleeding, bladder , urinary problem disorder, dysmenorrhea, urinary tract infection, migraines , headaches, nausea, nickel allergy , pelvic pain ,depression, anxiety seizures & uterine pain were added. Lab data updated. Historical drug added. Patient , product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("prolonged menstruation / abnormally heavy menstrual bleeding/menorrhagia"), genital haemorrhage ("abnormal bleeding") and seizure ("seizures") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rash and vaginal delivery. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("vaginal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection: urinary tract infection"), migraine ("migraines /headaches"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping, even when not menstruating"), back pain ("severe, lower back pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), depression ("psychological /psychiatric: depression"), anxiety ("psychological /psychiatric : anxiety") and uterine pain ("uterine pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation in dec2014 and total hysterectomy + bilateral salpingo-oophorectomy in aug2016). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, dysmenorrhoea and vaginal haemorrhage was resolving and the seizure, back pain, menstrual disorder, dysgeusia, dyspareunia, alopecia, fatigue, bladder disorder, urinary tract disorder, urinary tract infection, migraine, headache, nausea, allergy to metals, depression, anxiety and uterine pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: essure placed on each side, with one coil seen. Hsg test (B)(6) 2014 (per pfs). On 13 december of 2014, plaintiff underwent an endometrial ablation. Despite having an endometrial ablation, mrs. Huber's symptoms persisted. In august of 2016, plaintiff underwent a total hysterectomy with bilateral salpingo-oophorectomy, during which her cervix, uterus, both fallopian tubes, and both ovaries were all removed. Since removal surgery, her symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("prolonged menstruation / abnormally heavy menstrual bleeding/menorrhagia / abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding") and seizure ("seizures") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rash and vaginal delivery. Previously administered products included for an unreported indication: mirena. Concomitant products included naproxen for migraine and headache, promethazine (phenergan) since 2013 for nausea, citalopram hydrobromide (celexa) from 2006 to 2013 for seizures, depression and anxiety, antibiotics for urinary tract infection as well as vicodin from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhoea (cramping)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection: urinary tract infection"), migraine ("migraines /headaches"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, even when not menstruating"), back pain ("severe, lower back pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), depression ("psychological /psychiatric: depression"), anxiety ("psychological /psychiatric : anxiety") and uterine pain ("uterine pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation in (B)(6) 2014 and total hysterectomy + bilateral salpingo-oophorectomy in (B)(6) 2016). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, dysmenorrhoea and vaginal haemorrhage was resolving, the seizure, back pain, menstrual disorder, dysgeusia, dyspareunia, alopecia, fatigue, bladder disorder, urinary tract disorder, urinary tract infection, migraine, headache, nausea, allergy to metals and uterine pain outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: essure placed on each side, with one coil seen. Hsg test (B)(6) 2014 (per pfs). On (B)(6) 2014, plaintiff underwent an endometrial ablation. Despite having an endometrial ablation, symptoms persisted. In (B)(6) 2016, plaintiff underwent a total hysterectomy with bilateral salpingo-oophorectomy, during which her cervix, uterus, both fallopian tubes, and both ovaries were all removed. Since removal surgery, her symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Reporter information, concomitant drug were added. Outcome of psychological /psychiatric problems were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged menstruation / abnormally heavy menstrual bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping, even when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe, lower back pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (endometrial ablation in (B)(6) 2014 and total hysterectomy + bilateral salpingo-oophorectomy in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the menorrhagia, abdominal pain lower, dysmenorrhoea, back pain, menstrual disorder, dysgeusia, dyspareunia, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and menstrual disorder to be related to essure. The reporter commented: on (B)(6) of 2014, plaintiff underwent an endometrial ablation. Despite having an endometrial ablation, mrs. (B)(6) 's symptoms persisted. In (B)(6) of 2016, plaintiff underwent a total hysterectomy with bilateral salpingo-oophorectomy, during which her cervix, uterus, both fallopian tubes, and both ovaries were all removed. Since removal surgery, her symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.